Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400534148. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were intact and undamaged. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. According to the mentioned day of occurrence the therapy on the 22nd october 2021 was analyzed. The infusion started at 3:29pm with a rate of 124ml/h and a time set to two hours. The device alarmed two hours later that the therapy is done and according to the device history 248ml were infused. No malfunctions, anomalies or errors could be found. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1.19%. 2.6 to investigate the inside of the device, the upper housing was removed. No damages could be found inside the device. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b.braun medial, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "Patient was undergoing blood transfusion for 2 hours at the end of therapy there was still blood left in the bag - under infusion. No patient harm but the customer said the patient had to come back for another infusion. This unit has been involved in an incident where it was used for a blood infusion. It was programed to infuse 250ml over 2 hours. After the 2 hours only half a bag was infused when the whole bag should have been infused. The date of the incident was (B)(6) 2021 and was started at 15:29. Please could this be investigated and any findings be sent to the above email." "